Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer, was analyzed and tested out of specification. The outer insulation had breached metal ion oxidation (mio). The outer insulation had cosmetic mio, environmental stress cracking, and depression; a breached cut was also noted. Visual analysis performed only.